Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Weight has been changed to (B)(6).

Manufacturer narrative:
Insulin pump received with blank display, problem isolated to interface board. Unable to confirm the one-minute non-destructive ram test failed alarm, unexpected restart alarm, the one-minute non-destructive ram test failed alarm and unable to perform any tests due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received multiple pump error alarm. The customer¿s blood glucose level was unknown. The customer states that they were able to complete the rewind and clear the alarm. The customer also reported that self test was performed for the pump error and it was passed. The customer reported that insulin pump had blank display and pump quit working. Customer states the pump ran about 6-7 hours and died again. According to the customer battery will not power up so she had off of her pump. The insulin pump will be returned for analysis.